Manufacturer narrative:
Product event: (B)(4); patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, staff reported while cleaning the plasmablade device, the tip detached. Nothing fell into the patient.